Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on (B)(6) 2024, the system made a noise and no samples were being obtained only saline solution was observed in the filter. There was no issue with the tubing, the patient was rescheduled for a new procedure. The system was examined by a field engineer and was unable to verify the customer complaint. A new needle was used as the previous had been discarded, the fe was able to take samples using ham and it would take a sample and verified that the images were correctly functioning. Thus, no problem could be confirm. No other information available.